Event description:
Catheter peripherally inserted central, catheter was inserted under fluoroscopy. Immediately after insertion, pt complained of severe sharp chest pain, back pain, and shortness of breath. Pt had tachycardia, developed a rash on her chest that spread to the rest of her body. Catheter had been completely inserted and nothing had been infused through the catheter. Pt was given benadryl and fentanyl and was returned to the nursing unit. Symptoms persisted for approximately another hour. Catheter was removed and symptoms resolved promptly. MFR contacted.